Event description:
It was reported that during a percutaneous coronary intervention (pci) a stent damage and difficulty in catheter removal occurred. The patient presented with stable angina pectoris was admitted for elective percutaneous coronary intervention (pci) of a calcified, long and severe stenosis involving the proximal and the mid portion of the left anterior descending artery (lad). Access was obtained via the right femoral artery using a 6 fr xb 3.5 guide catheter. Two non-bsc wires were placed respectively in the distal lad and the second diagonal branch for side branch protection as part of a provisional stenting approach. The lad lesion was pre-dilated successively with a 3 and 3.5 mm scoring non-bsc compliant balloon. A decision was made to cover the full lesion with a 3.5 x 38 mm taxus element stent. A first attempt to pass the lesion with the stent was unsuccessful and it was planned to perform additional pre-dilatations and if necessary to place an extra-support buddy wire in the distal lad. On withdrawal of the crimped stent, the guide catheter was pulled in and engaged the distal left main (lm). Concomitantly, the proximal edge of the stent was blocked at the distal tip of the guide catheter. After several attempts to pull the crimped stent into the guide catheter, it became angiographically evident that the proximal edge of the stent had been longitudinally crushed by the guide catheter while the supporting balloon had partially entered the guide catheter. As a result, the stent was shortened in length by approximately 10-12 mm before any deployment. Due to the proximal stent deformation, the operator failed to recapture the stent and it was felt that further attempts would worsen proximal distortion. Then, it became also difficult to advance the balloon with the crushed stent from the lm into the lad. After careful manipulation, the operator was able to place the proximal edge of the stent at the ostium of the lad but the distal part of the lad lesion was not covered. It was decided to deploy the stent in that position and to cover the distal part with a second stent. The angiographic control showed clearly a concentrated mass of unopposed struts at the proximal edge of the stent. Post dilatation was performed at high-pressure with a 3.5 mm non-compliant balloon and a 3 x 12 mm taxus element stent was placed on the residual distal lad lesion. The final angiographic result was deemed acceptable and the patient remained well at 4-month clinic follow-up.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).